Event description:
It was reported a day prior to this report patient was having serious problem turning off stimulation. It was reported it ¿gave her a jump" a day prior to this report and now it was affecting every nerve in her body and was ¿really pulling tight, could not move their legs¿. It was reported that patient had such a bad charley horse, tingling in both hands and both feet her muscles were pulling and she could not move. It was noted patient wanted to call the ambulance. The patient was not feeling stimulation in her vagina area she felt throbbing everywhere, it started a day prior to this report in her stomach and had been doubled over. It was indicated that her toes were "numbing ". The patient also reported overstimulation sensation and stimulation in the wrong location. It was indicated that patient was seeing the poor communication screen when trying to sync with the neurostimulator (ins). It was reported patient was able to get the startup screen which showed her setting of 1.4 but was not able to turn stimulation off successfully. It was also indicated that she wanted her ins removed. It was reported that patient was not trained adequately on using device. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0bn6f, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).